Manufacturer narrative:
Corrected analysis: internal inspection determined the root cause to be isolated to an electrical thermal event on the fiso connector on the interface printed circuit board (pcb) sub-assembly (see attachment).

Manufacturer narrative:
One tactisys quartz was received for evaluation. The returned quartz was powered on and a prolonged audible beep was observed which indicated an unsuccessful boot and a known-good catheter was not recognized. Internal inspection determined the root cause to be isolated to electrical burn on the fiso connector on the interface printed circuit board (pcb) sub-assembly. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
This report is to advise of an event observed during analysis confirming an electrical burn on the fiso connector on the interface printed circuit board (pcb) sub-assembly.